Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 349 (mg/dl). A bolus was delivered to address bg levels. Reportedly, the customer believes they did not account for all the carbohydrates consumed in their meal. Troubleshooting with tandem technical support was declined.